Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced an unresponsive sleep/wake function, with the screen not waking despite multiple finger taps and long presses, and a replacement device was shipped with instructions provided on shutdown, data handling, return process, and continued cgm use. Symptoms included no reported clinical effects. Outcomes included no reported impact on health, no alerts or alarms, and continuation of diabetes management via cgm app or receiver. Investigation included customer education, review of user-provided video evidence, device replacement, and request for return of the original device. Investigation of this case revealed a suspected device functional failure related to the user interface control for screen wake, consistent with a hardware malfunction of the sleep/wake button or associated display wake circuitry. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending physical evaluation of the returned device.